Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise due to air entrapment. Surgical intervention was performed and the electrode was repositioned. The s-ICD system remains in service. No additional adverse patient effects were reported.